Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the purge assembly was inspected, it was observed that the purge disc retainer had broken off of the purge assembly. The purge disc retainer was replaced, and a functional check was performed; before returning this console back to the customer, the purge flag was replaced and a full functional check on the console and optical system was performed. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant had an automated impella controller (aic) with a purge disc breakage/failure. A backup console was used. No patient was involved.